Manufacturer narrative:
(B)(4). Batch #: r94g7g. A manufacturing record evaluation was performed for the finished device batch number r94g7g, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic unknown procedure, the clip was malformed when a nurse fired the device outside the patient for functionality. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.